Manufacturer narrative:
Evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The product in the picture did not meet specification. Visual inspection found the bottom jaw overmold and seal plate were damaged. The reported condition was confirmed. The seal plate and overmold was lifted from the device jaw. The damage to the jaw's overmold and seal plate likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instructions for use(IFU) states, close jaws using device lever before insertion/extraction in the trocar. Correction: additional information: if information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that after approximately two hours of use, the lower right section of the jaws became damaged and disengaged. The device worked fine prior to the issue. The issue was noticed after the device was released from the trocar. Nothing fell into the patient cavity. A new device was used to continue the procedure without any patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that after approximately two hours of use, the lower right section of the jaws became damaged and disengaged. The device worked fine prior to the issue. The issue was noticed after the device was released from the trocar. Nothing fell into the patient cavity. There was no patient injury.